Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 474 mg/dl at time of incident and treated with manual bolus and other blood glucose value was 341 mg/dl. Customer stated that they did not feel okay to troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery. Customer reported that insulin exited at the quick release. Customer stated that they did some tests on insulin pump and infusion set and did self-test and test result was passed. The devices will not be returned for analysis.